Event description:
It was reported that customer was hospitalized for high blood glucose levels. Customer's blood glucose reading was 530 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported. The customer was wearing the pump at the time of emergency room visit. However, once the customer was admitted the pump was not worn.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.